Event description:
Event desc: surgeon wanted a 30mm standard screw. While inserting screw, the head of the screw broke off from main body. Upon examination of head of screw, the type of screw was a cortial screw, instead of a standard screw. The cortical screw was placed in the slot of a standard screw slot, instead of standard screw. Head of screw that broke is retained for risk management. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Right tibia, pilon orif. Device usage problem: device failed.

Manufacturer narrative:
Device will not be returned. Screw was retained by hospital. Device and additional info has been requested and if received, will be reported on a supplemental report.